Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure a part of the 355sa came apart. The top portion of the housing came apart during routine instrument interchange. The surgeon was able to snap it back together and complete the case. There was no consequence to the pt.